Event description:
The user reported that the device alarmed as intended and displayed "upstream occlusion" while in use on a patient. It was noted also that the set had separated, but no details were available. The patient was reportedly not injured as a result of the events. The alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed.